Event description:
It was reported that a remote transmission of the device did not show any ventricular pacing on the electrocardiogram. It was also noted that the patient's heart rate was low. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a remote transmission of the device did not show any ventricular pacing on the electrocardiogram. It was also noted that the patient's heart rate was low. The device remains in use. No patient complications have been reported as a result of this event. Follow up was conducted and it was further reported that the device had not been checked since the previous report. The patient has atrial fibrillation and it was noted that the heart rate was thought to not be as low as it was reported. The physician does not believe there are any product performance issues with the device.

Manufacturer narrative:
(B)(4).